Event description:
Boston scientific received information that this implantable lead exhibited loss of capture. An x-ray was performed and the lead was confirmed to be dislodged. The lead was successfully repositioned. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.